Event description:
It was reported that, during an unspecified surgery, the pointed ends on the reduction forceps were found bent. This was noticed before use on the patient. There were other similar clamps available (devices from a competitor) for use from the hospital. Surgery was not delayed. The patient was not harmed.